Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head had a scope communication error that alarmed e226, and cannot be used. The incident was found at reprocessing. It is unknown when or how the issue occurred. Additional information has been requested but not yet received. There was no procedural delay and the patient was not under sedation. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that endoscope communication failure was due to damage on the terminal of the device, or damage on communication cable. The following information is stated in the instructions for use (IFU): important information please read before use - precautions for disappeared or frozen endoscopic image. Warning. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.